Event description:
During surgery performed in main or, the patient was in lithotomy position and began sliding down the bed. The surgeon caught the patient with hip and thigh to prevent patient from falling onto floor. Patient's arms that were restrained on arm boards were hyperextended overhead. Overhead for lifting help was done. Current surgery staff plus additional lifters were able to lift and pull patient back onto table and re-secure patient's body.